Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a dislodged conductor wire from the bipolar yaw pulley. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument failed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument stopped coagulating; the customer later noted that the was a broken black cable at the wrist of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and there was no damage. The damage was first observed intraoperatively but the surgical task being performed was unknown. The cable was broken in half. There were no signs of thermal damage at the site of insulation damage and was unsure if there was any instrument collision. There were no issues removing the instrument through the cannula.